Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 20mg/ml and 6/mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s pump was alarming. The patient planned to follow-up with their healthcare provider. No patient symptoms reported. Further information received reported that the patient claimed the critical alarm started on sunday. A motor stall was confirmed today. It was unknown if any environmental, external, or patient factors led to the event. The patient was provided oral medication by the physician. The logs show previous motor stall occurred (B)(6) 2016 and recovered 17 minutes later. The patient was unaware and claims no reason for it to have stalled. Logs also show a motor stall occurred (B)(6) 2016 at 20:45 and a motor stall recovery on (B)(6) 2016 at 22:46 and a motor stall on (B)(6) 2016 at 1:52 and had not yet recovered. Surgical intervention was planned. The patient status at the time of the report was alive, no injury. It was further reported that the patient stated they knew of nothing that would have caused the stall, 100% stated they did not have an MRI that day. On (B)(6) 2016 further information was received that the pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.